Manufacturer narrative:
Block h6: device code a15 captures the reportable event of clip would not dislodge. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. It was also noted that the catheter was kinked at the distal section and the control wire in the handle was severely kinked. Additionally, the handle was noted partially opened. Microscopic examination was performed on the bushing, and no discernible failures were observed. Dimensional analysis was performed on the bushing outside diameter to further analyze the deployment issue, and it was observed to be within specification. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specification.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an oesophago-gastroduodenoscopy (ogd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the clip would not dislodge after deployment. Reportedly, the clip then fall off inside the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an oesophago-gastroduodenoscopy (ogd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the clip would not dislodge after deployment. Reportedly, the clip then fall off inside the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.